Event description:
During ureteroscopy, the ureteroscope sheath broke approx midway along its shaft. The distal half of the shaft remained in the ureter and add'l surgery was done to remove the segment. It was reported that the elderly male pt made a good post-operative recovery.